Event description:
(B)(4). Event occurred in the united states. The patient noticed that the tube came off when the patient had a bath and this happened several times. Although the tube was locked again. However, the tube came off after a while. The same thing occurred after replacement of quick-set with new one. No further information available.